Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the reported event. The customer was at work when this stuck button alarm appeared from the 780g pump and the customer had no physical activities. The insulin pump was not exposed to a change in altitude. Troubleshooting indicated that the pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1885 return was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test and self-test. Intermittent button response noted during testing. The pump was cut open to perform visual inspection and found corroded keypad traces and moisture damage on the pcba 1. Successfully downloaded history files and traces using thump. Stuck key alarms were noted in the history files on (B)(6) 2024 at 19:44:31.00, 21:03:32.00, and 21:21:11.00. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd window, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), label damage (faded). Keypad unresponsive was confirmed during analysis and was due to corroded keypad traces. Exposed to moisture damage confirmed on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.